Event description:
It was reported that a patient experienced an infection and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The nature of the infection was unknown and the cause of death was unknown. It was unknown if the patient was performing pd therapy up until date of death or at the time of death. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.